Event description:
Found during routine testing. According to the reporter, the device is displaying a service light. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio evaluated the replaced pcb assembly in the failure analysis center, but could not reproduce the reported problem and root cause could not be determined.